Event description:
It was reported that revision surgery was performed due to femoral neck fracture. In (B)(6) 2009 symptoms of groin pain, clunking and grinding, difficulty walking developed. (B)(6) 2011 patient sent to hospital following pain and inability to bear weight. Adverse reaction to metal debris reported.